Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verifried the malfunction through an eval of the error logs, but could not reproduce the problem. The cse inspected the device but replaced no parts. The unit passed extended self testing.